Event description:
It was reported that during a lap cholecystectomy procedure, the device started dropping and spitting pear shaped clips. A second like device was used to complete the case. No pt consequence was reported.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.